Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is (B)(4).

Event description:
Additional information received reported that the patient had a pocket revision surgery on (B)(6) 2012. It was stated that there were "no device problems" and the pocket was "moved due to pain in the pocket". The new pocket was made deeper and moved to the contra lateral side "without incident". No further information was received.

Event description:
It was reported that there was to be a pocket revision surgery due to pain at the pocket site. The patient lost weight and the device was too superficial. The reporter stated that the surgery will be scheduled for later in the month of (B)(6) 2012. Additional information received reported that the surgery had to be rescheduled due to insurance problems. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.